Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0unyf, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor, for both bowel and bladder. It was reported that the patient had been having problems with the therapy not helping on and off for several months. They stated that when they turned the ins on, it made stuff move, but the stool was not coming out. They were ¿sitting on poop until it almost comes out¿ and then they pushed a little bit out, and that was it. They stated that it was ¿dripping;¿ it went through their colon and got built up in their rectum, and they tried to push it but it would not go through their hemorrhoids. Their rectum was sore. It was noted that they went to their hemorrhoids healthcare provider, and they said there was nothing wrong. On (B)(6) 2017, they had their rectum checked, and their gastrointestinal healthcare provider said it was neurological. Th en they started working with the manufacturer representative in (B)(6) 2017; they had adjusted it 2 times the patient thought. It was then reported that about 2 months ago, they patient turned the device off, and their legs were ¿just eating them up.¿ it was clarified that their legs were ¿stinging all the way up and down,¿ and that it felt like stimulation was too high, even when the ins was turned off. It was noted that they ¿go to zero and push the button.¿ at that time, the manufacturer representative told the patient to go see their healthcare provider. It was stated that their healthcare provider told them to ¿go to a poop school to learn how to poop.¿ the patient stated that they did not need to go to ¿poop school.¿ it was noted that the ins was off, but they could turn it on ¿zeros¿ and feel their sphincter muscle moving. The patient stated that the last time they saw the manufacturer representative, about 3-4 weeks or maybe a month prior, they reprogrammed the device. The patient stated that it ¿was set for the sphincter muscle. They programmed it and it will not let the stool go out.¿ they also stated that the manufacturer representative had looked at the device and determined there was something wrong with the wire, and the wire needed to be replaced. It was clarified that the issue with the wire was that the impedance was found to be greater than 4000. This was first noticed in (B)(6) 2017, but the exact date was not known. It was noted that the healthcare provider and patient would be deciding the next course of action. The patient also reported that the lady at the healthcare provider¿s office was using their programmer (pp) and they could feel their legs ¿go away¿ but before they could say anything, they ¿popped it back where the manufacturer representative had it at.¿ no further patient complications were reported. The patient was also implanted with a pump and ins for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It noted that the patient had 2 leads and a stimulator implanted on (B)(4) 2016 for pain. It was reported that when their pain stimulator was implanted, it shorted out their fecal stimulator, which kept shocking them. It was noted that they were scheduled to have their device removed on (B)(4) 2017, and they would have a colostomy bag put in prior to surgery. It was noted that the patient had a prolapsed colon. No further patient complications are anticipated or expected as a result of this event.